Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported: "primary procedure, right reverse shoulder. It was reported that the threaded portion of the glenosphere holder/ impactor broke off in the glenosphere. The broken portion was removed and a second instrument was used to complete the procedure successfully with a surgical delay of less than 5 minutes. Rep confirmed that no further information is available".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, an nc and a CAPA were opened to address this event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported: "primary procedure, right reverse shoulder. It was reported that the threaded portion of the glenosphere holder/ impactor broke off in the glenosphere. The broken portion was removed and a second instrument was used to complete the procedure successfully with a surgical delay of less than 5 minutes. Rep confirmed that no further information is available".